Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 pl572t ligature clip. Document review: the device quality and manufacturing history records have been checked for the reported lot number. The device history file was reviewed and found to be according to specification valid at the time of production. No similar incidents have been filed with products from this batch. Visual inspection: the cartridge was analyzed by microscope. The mounting clip at the back end of the cartridge is broken off. The fracture surface shows a forced fracture due to overload. No pores, inclusions or foreign bodies were found on the point of rapture. The pushing sheet is pleated at the front end. One clip was missing from the cartridge; all other clips were present. The fracture of the mounting clip is attributed to user error; possibly occurring during unpacking or at installation to the applicator. The pleating of the pushing sheet is most likely the result of a too fast application which caused the pleating by the jaw parts. The first application process should be completed before additional clips are fired. Final conclusion: complaint is not justified. Based on the information available as well as a result of our investigation the root cause of the failure is most probable user related. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(4). During intra-operative surgery, after using several clips; the cartridge detached from the clamp and fell into the patient's abdomen. (Cartridge recovered).